Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "cmt turing black after little use."

Manufacturer narrative:
(B)(4). The reported issue of discoloration could not be confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Visual inspection conducted on the returned samples showed that sample is not affected with discoloration and decontamination. The samples are meeting the manufacturing specification as per the product release criteria. The device history record was reviewed and no findings that could have contributed to the reported failure was identified. Based on the investigation of the returned complaint device, no issues were found.

Event description:
It was reported that:"cmt turing black after little use.".